Event description:
It was reported to philips that the heartstart mrx defibrillator failed the charge during patient arrest. The customer reported that there was no harm to the patient as another defib was used to treat the patient; there was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed the charge during patient arrest. There was no negative patient impact.